Event description:
Edwards received notification from our affiliate in (B)(4). As reported, a patient underwent an implant of a 23mm sapien 3 ultra valve, by transfemoral approach. No abnormalities were found on the device prior to use, neither difficulties were found during the esheath insertion and the introducer was fully inserted into the sheath. During the procedure, unusual resistance in the femoral artery was noted when valve was pushed into the esheath, despite the diameter of the vessels were in line with the IFU. The alignment of the valve on the balloon maneuvers were performed, after which it was noticed a radiopaque "body" (apparently a piece of artery) between the valve and the balloon, but it could not be confirmed upon device inspection after removal. It was decided to return the device into the introducer and then remove everything from the patient. No loss of integrity of the esheath or damage to the valve was found. No abnormalities were found on the delivery system(ds) and the balloon appear to be normal. No tissue was found on the ds. A new esheath was prep, but upon inserting this second esheath into the patient, it was noticed that the common iliac artery had dissected, most likely caused with the first esheath, and decided not to proceed with the implant. No valve was implanted to the patient that day. The iliac artery of the patient was repaired surgically. The patient remains stable hospitalized. As per medical opinion, it's possible that the event happened because of the resistance in the femoral artery or when the physician returned the device into the introducer and then remove everything from the patient.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion.

Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The esheath was visually inspected upon return and the following was observed: esheath fully expanded as designed. Tip opened as designed. Jagged edges of hdpe noted around tip area. Kink on sheath shaft approximately 125mm from distal tip. Scratches on sheath shaft body. Kink near strain relief likely due to packaging. Functional testing was performed and although the sheath was returned expanded as designed with the tip opened as designed, the delivery system and valve associated with the complaint was advanced through the esheath. No resistance was observed. The device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint resistance between system components was confirmed through return of the complaint device. However, no manufacturing non-conformances was able to be determined. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. Per complaint details, ''during the procedure, it was noticed unusual resistance in the femoral artery when valve was pushed into the esheath, despite the diameter of the vessels were in line with the IFU.'' Per the case notes, the presence of calcification and tortuosity in the patient's access vessel was moderate and mild, respectively. Per the IFU/training manual, ''push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.'' Scratches were seen on the returned device, which are indicative of calcification. A kink was also seen on the returned device, which can be indicative of tortuosity. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance, while tortuosity can create suboptimal angles that can lead to non-coaxial alignment between the sheath and delivery system with crimped valve. As such, available information suggests that patient factors (calcification, tortuosity) may have contributed to the complaint event. No labeling/IFU deficiencies were identified. A product risk assessment (pra) has been previously initiated to capture the product risk assessment. Since no edwards defect was identified, no corrective or preventative action is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.